Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6). Related manufacturer report: 2015691-2026-10228

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. The patient had a pre-existing pascal device with a single leaflet device attachment (slda). 6 months later, a reintervention was performed. The patient had functional tricuspid regurgitation (tr) and a very restricted septal leaflet (sl). During the reintervention, anatomy/procedural complications were reported, including difficult imaging due to previously implanted devices and very restricted sl visualization. After releasing of the device in antero-septal position, a slda occurred. Tr was reported as severe before the procedure, severe when the slda occurred, and severe at the end of the procedure. The patient was in stable condition post procedure. The perceived root cause of the event was a restricted sl and not enough visualization of the sl.